Event description:
It was reported that the hemostatic valve was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. While the physician was positioning the was in the laa of the patient, they noted that there was a leak from the hemostatic valve. The was was removed from the patient and a new was was then used. The procedure was successfully completed with a closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred as a result of this event.